Manufacturer narrative:
One ep® healing abutment 5mm(d) x 6mm(p) x 4mm(h) (wth564) was returned for investigation with its packaging. Visual inspection of the as returned product identified signs of use and wear along the threads. Functional testing was performed for the returned product and it was determined the device passed functional testing as it fully seated on an in-house compatible implant. No pre-existing conditions were noted on the per. Additionally, the patient had unknown bone density. The reported device was used on an unknown tooth and was used for a single day/procedure. The customer provided pictures which show the wear on the threads of the device. However, the wear does not affect the functionality of the device as it passed functional testing and fully seated on an in-house compatible implant. DHR review was completed for the subject lot number (1226054). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226054) for similar events and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (does not seat, does not assemble) or device (wth564). Therefore, based on the available information, device malfunction did not occur and the reported events were un-confirmed as the returned device passed functional testing and fully seated on an in-house compatible implant. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter email / address, fax number: not provided.

Event description:
It was reported that during clinical procedure a healing abutment (wth564) was unable to be threaded into the implant and it was spinning. Procedure was completed placing another healing abutment without problems.